Event description:
Additional information received indicated that the event was observed during a device upgrade procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a pacing diagnostics issue was noted on the device. Technical support was contacted. The device was explanted and replaced to resolve the event. The patient was stable.